Event description:
One pt experienced wound dehiscence following their procedure (ankle stabilization). The wound dehisced post-op and the pt was taken back to surger for debridement of a 10" necrosed area around the surgical site; subsequently, he was kept in the hosp and placed on a wound vac for over a week. One pt experienced wound dehiscence following their procedure (triple artrodesis). The wound dehisced post-op and the pt required i.v. Antibiotic treatment. The antibiotic therapy healed the wound and the pt is currently recovering. The same dr performed the procedure for both pts.

Event description:
One pt experienced wound dehiscence following their procedure (ankle stabilization). The wound dehisced post-op and the pt was taken back to surgery for debridement of a 10" necrosed area around the surgical site; subsequently, he was kept in the hosp and placed on a wound vac for over a week. One pt experienced wound dehiscence following their procedure (triple arthrodesis). The wound dehisced post-op and the pt required i.v. Antibiotic treatment. The antibiotic therapy healed the wound and the pt is currently recovering. The same dr preformed the procedures for both pts.